Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for routine follow-up. During interrogation, an artifact was observed on real-time egm. The device was reinterrogated using the radio frequency antenna and the issue was resolved. Patient will continue to be monitored.